Event description:
The device was returned in its original packaging after it was found to be in backup vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of backup vvi was confirmed in the laboratory via the review of the device image. The device was tested using automated test equipment and the reset was found to be a parity error that occurred while the device was at shipped settings. The cause of the parity error could not be undetermined.